Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal variceal ligation procedure performed on (B)(6) 2025. During the procedure, the first four bands were deployed normally, but the last three bands did not come out after twisting the handle, and the nylon wire had been separated from the band. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1 (initial reporter address 1): (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf device code a0501 captures the reportable event of suture detached. Block h11: the returned speedband superview super 7 was analyzed, and a visual inspection, which revealed no damage to the handle. The suture wire was returned with seven knots, and it was confirmed that the slack had been taken up and the loop was properly secured to the post. Additionally, the handle was rotated 180 degrees until an audible click was heard, and no functional issues were identified. No other problems with the device were noted. Upon analysis revealed the damage to the teeth of the ligator housing. The markings suggest that excessive force may have been applied during use, potentially causing the damage. Alternatively, the issue could be related to the technique used by the physician when introducing the device into the patient, which may have compromised the teeth and affected the handle's functionality during band deployment. Regarding the reported issue 'bands failure to deploy,' analysis of the returned device indicated that the bands could not be deployed due to damage observed on the teeth. Regarding the reported code 'suture detachment of device or device component,' analysis of the returned device revealed that the suture contained seven knots. Based on these findings, the reported issue is classified as 'no problem detected.' Based on all gathered information, the probable cause selected is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal variceal ligation procedure performed on (B)(6) 2025. During the procedure, the first four bands were deployed normally, but the last three bands did not come out after twisting the handle, and the nylon wire had been separated from the band. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1 (initial reporter address 1): (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf device code a0501 captures the reportable event of suture detached.